Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a black screen with a password prompt. The field service engineer (fse) arrived at the anesthesia unit and identified that administrative credentials were required to log in. Due to multiple recent issues with the unit, the battery was proactively replaced, and all cables in the electronics compartment were reconnected. The all-in-one was replaced, and proper operation of all drawers was verified. Testing was completed using the hardware test application, which confirmed proper system functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was stuck on a black screen with a password prompt and was offline in rss. The issue occurred during surgical preparation. The screen displayed a "ctrl+alt+del" prompt, and reboot attempts returned to the same screen. A hard reboot was performed; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.